Event description:
It was reported that a patient on peritoneal dialysis (pd) was hospitalized on (B)(6)2022 with peritonitis. More information about the peritonitis event was obtained via a call with the patient's pd nurse. It was stated the patient was experiencing symptoms of abdominal pain, with cloudy pd effluent. Additionally, the patient had significant fibrin in the pd catheter (not a fresenius product) causing the patient to stop draining from the pd catheter. As a result, on (B)(6)2022, the patient was seen in the outpatient pd clinic where it was noted the pd catheter could not aspirate or flush. The patient was sent to the hospital and admitted the same day. The nurse stated pd culture results are not available. While hospitalized, the patient was transitioned to hemodialysis and treated with IV antibiotics (details unknown). On (B)(6)2022, the patient was discharged from the hospital continuing outpatient hemodialysis. Per the nurse, the patient is recovering from the event. Per the pd nurse, the peritonitis was not related in any way to any fluid leaks or any issues with fresenius products. The nurse confirmed the peritonitis was directly attributed to patient poor infection control and non-compliance involving the pd catheter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).